Event description:
The customer reported that during a routine inner cannula replacement, the end clinician experienced difficulty inserting the inner cannula into the outer cannula. Visual inspection of the product revealed that the imprinted label on the inner cannula was 8.0 but the labeling on the package was 6.0. Replacement of the tube was not required but it was reported that the patient involved is ventilator dependant and experienced a short delay in oxygen causing the patient to be anxious during the inner cannula replacement.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.